Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was implanted. At the one-year follow up, a thrombus was noted on the atrial side of the device surface via transesophageal echocardiography (tee) imaging. No additional information is known at this time.